Event description:
Upon receipt of the device, the field svc rep (fsr) reported that the sensor taken from van stock would not fit the connector. This was considered an "out of box" failure. There was no pt involvement.

Manufacturer narrative:
Eval is in progress, but not yet concluded.